Event description:
Hospital in sweden reported a surgeon mistakenly placed a tibial nail end cap on a pfna nail. The surgeon decided to leave the end cap in place.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.